Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureterolithotripsy procedure in the ureter, performed on (B)(6) 2022. During unpacking, it was noticed that the stent was broken into two parts along the shaft. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.